Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous vessel in the upper limbs. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was removed without any issue. The procedure was completed with a different device. No patient complications, nor injuries were reported.